Manufacturer narrative:
(B)(4).

Event description:
A lead management case to extract 2 cardiac leads. Both leads were prepped with an lld ez and a 16f glidelight was selected for use. Steady progress with the 16f glidelight was made up until the svc/ra junction requiring several consecutive laser trains. A significant drop in blood pressure was noted. Rescue interventions began and a sternotomy was performed revealing an svc/ra junction tear. Based on the location, appearance and type of injury the surgeon noted that the lead had become endothelialized within the vessel wall. A bovine patch was used and the tear was successfully repaired. Fragments of both leads were left in the patient along with the lld ezs that were in the leads. The patient survived the intervention. This adverse event is to reflect on one of the llds that was left in the body. The injury is reported under MDR# 1721279-2015-00205 and the other lld is reported under MDR# 1721279-2015-00204.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.